Event description:
Customer reported via a user facility medwatch report #0504240000-2005-8008 that the pt desaturated while being transported on the ventilator. The user reported that during transport the ventilator began to alarm. The user reported the ventilator was set to 100% o2 and the pt's spo2 decreased from baseline. Due to the alarm, the pt was bagged and then placed on a new ventilator. Customer reported the pt suffered no harm or long term effect. The respironics service technician was called to service the ventilator in 4/2005 for a low o2 supply alarm. The service technician reported he was unable to duplicate the customer reported problem. Performance verification testing was performed, and the ventilator passed per operating specifications.